Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿gearbox and overlay are worn." Upon failure analysis on 12/6/2017, the investigator found the unit failed the rotor error alarm test.¿ a trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found the unit failed the rotor error alarm test.